Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-17369. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.